Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported a 13 cm (5") aprox 1.8 ml, adaptador p/ bomba c/ chemolock¿ generated a leak during patient use. The initial reporter stated that the nurse observed that the set was dripping the medication. The cl-3034 pump adapter placed on the pump set and connected to a punch with cytostatic medication, a kadcyla bag, began to leak during the infusion from the part where the blue valve was attached to the transparent plastic. The product is not available for evaluation. It was not reprocessed and re-sterilized before used, it was used with medication, and it is contaminated. The event occurred during patient use, however, despite exposure to inhalation of the medication there was no harm to the patient or the nurse.